Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Corrected: e1 (title, first name). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign - event occurred in denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the subject was enrolled in a dual mobility clinical study as a revision case and underwent a revision procedure on an unknown date during which previously implanted products were explanted. During the revision surgery, the products were removed. No information was provided regarding the indication for revision, intraoperative findings, which specific components were explanted, or any environmental conditions that may have influenced the event. The patient underwent a revision; the final outcome and post-operative condition were not reported. Attempts have been made, and no further information has been provided.